Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was not delivering. Insulin pump began to deliver after set change and priming. When customer was connected, insulin stopped delivering. Customer's blood glucose was 23 mg/dl. Caller would call back if issue persist.